Event description:
The pt was admitted to the hosp for surgical removal of both breast implants. She had bilateral capsular contractures. (She has grade IV). She has also had peripheral neuropathy for 18 years that is controlled by medication. The pt does not recall the brand of the implants. She claims to have had them implanted 20 years ago in oklahoma.